Event description:
It was reported that the patient was enrolled in the rezum vapeur rct study on (B)(6) 2023. On (B)(6) 2023, the patient's urinary tract infection (uti) status was negative, and hematuria was not present. The patient underwent a water vapor therapy procedure on (B)(6) 2024 under anesthesia. The patient was also prescribed prophylactic antibiotics. The patient received one treatment in the right lobe and one treatment in the left lobe. The procedure was completed without complications and without any device issues. The patient was discharged with an indwelling catheter which was removed by a nurse at the patient's home on (B)(6) 2024. On (B)(6) 2024, 1 day after the procedure, the patient presented with a non-serious bladder spasm from the catheter. The patient was administered paracetamol medication for treatment. The event was considered resolved on 18jan2024.the physician stated there was a causal relationship between the spasm and the procedure. On (B)(6) 2024, 6 days after the procedure, the patient presented with urinary frequency. The patient was treated with xatral medication. The urinary frequency was resolved on (B)(6) 2024. The physician believes there is a causal relationship between the procedure and the urinary frequency. Baseline measurements: - calculated prostate volume: 60.9286 cm3. - qmax: 6 ml/sec on (B)(6) 2023. - pvr: 37 ml by bladder scan on (B)(6) 2023. - psa: 4.3 ng/ml on (B)(6) 2023.

Event description:
It was reported that the patient was enrolled in the rezum vapeur rct study on (B)(6) 2023. On (B)(6) 2023, the patient's urinary tract infection (uti) status was negative, and hematuria was not present. The patient underwent a water vapor therapy procedure on (B)(6) 2024 under anesthesia. The patient was also prescribed prophylactic antibiotics. The patient received one treatment in the right lobe and one treatment in the left lobe. The procedure was completed without complications and without any device issues. The patient was discharged with an indwelling catheter which was removed by a nurse at the patient's home on (B)(6) 2024. On (B)(6) 2024, 1day after the procedure, the patient presented with a non-serious bladder spasm from the catheter. The patient was administered paracetamol medication for treatment. The event was considered resolved on (B)(6) 2024. The physician stated there was no relationship between the spasm and the device or procedure. On (B)(6) 2024, 6 days after the procedure, the patient presented with urinary frequency. The patient was treated with xatral medication. The urinary frequency was resolved on (B)(6) 2024. The physician believes there is a causal relationship between the procedure and the urinary frequency.

Event description:
It was reported that the patient was enrolled in the rezum vapeur rct study on (B)(6) 2023. On (B)(6) 2023, the patient's urinary tract infection (uti) status was negative, and hematuria was not present. The patient underwent a water vapor therapy procedure on (B)(6) 2024 under anesthesia. The patient was also prescribed prophylactic antibiotics. The patient received one treatment in the right lobe and one treatment in the left lobe. The procedure was completed without complications and without any device issues. The patient was discharged with an indwelling catheter which was removed by a nurse at the patient's home on (B)(6) 2024. On (B)(6) 2024, 1day after the procedure, the patient presented with a non-serious urinary spasm catheter. The patient was administered paracetamol medication for treatment. The event was considered resolved on 18jan2024. The physician believes there was a causal relationship between the urinary spasms catheter and the water vapor therapy procedure.

Event description:
It was reported that the patient was enrolled in the rezum vapeur rct study on 06nov2023. On (B)(6) 2023, the patient's urinary tract infection (uti) status was negative, and hematuria was not present. The patient underwent a water vapor therapy procedure on (B)(6) 2024 under anesthesia. The patient was also prescribed prophylactic antibiotics. The patient received one treatment in the right lobe and one treatment in the left lobe. The procedure was completed without complications and without any device issues. The patient was discharged with an indwelling catheter which was removed by a nurse at the patient's home on (B)(6) 2024. On (B)(6) 2024, 1day after the procedure, the patient presented with a non-serious bladder spasm from the catheter. The patient was administered paracetamol medication for treatment. The event was considered resolved on 18jan2024. The physician believes there was a causal relationship between the bladder spasm from the catheter and the water vapor therapy procedure.